Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? The second post operative scan showed the bleeding which the team suggested to be at the jj staple line. How many days postoperative was the bleeding identified? It was identified within 24 hours. What was the total estimated blood loss (ml)? N/a. Was a transfusion required? N/a. How was the bleeding addressed? N/a. What was the pre and postoperative anti-coagulant and pain management protocol? The patient received heparin prior to the procedure. Was the bleeding intraluminal or extraluminal? N/a. Did the device completely staples? The team gave no indication that the device did not completely staple. If so, were the staples the appropriate b-form shape? The team did not notice intraoperatively if there was an issue with b-formation did the device cut? The device appeared to cut. If so, was the cut line complete? The team did not indicate that the cut line was incomplete.

Event description:
It was reported that after a gastric bypass procedure that there was post-op bleeding on the jj anastomosis.